Event description:
Surgeon inserted the trocar into abdomen and upon removing the scope, the top of the trocar broke apart.after evaluating the device it was determined that the trocar (model ethb11lt) reprocessed by sterilmed was defective. A certified quality assurance technician performed a full evaluation regarding this issue and the results of the evaluation are outlined below: ethb11lt (1) defective, "broke during surgery"observations: the trocar was visually examined. The device was cracked at the seal cap. An OEM weld cracked which caused the seal cap to break. This is a weak area in the design of the trocars. Sterilmed does a thorough visual inspection for defects such as cracks and also performs a leak test on every device.